Manufacturer narrative:
The reported condition of failure code 703:00 was confirmed but could not be duplicated. The reported condition was due to a pinched user interface module printed circuit board power harness. The user interface module printed circuit board power harness was replaced to correct the reported condition. (B)(4)

Event description:
The facility reported a colleague infusion pump with a failure code of 703:00. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).